Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the battery longevity recorded 14% to elective replacement indicator (eri) in may, 2021 and 2% to eri in september, 2021. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and the clinic is planning to schedule the device replacement. No adverse patient effects. Additional information provided indicates the s-ICD had reached end of life (eol) status and it was asked by the clinic if therapy would still be available if needed. The device was scheduled for replacement on november 10th, 2021. Boston scientific technical services (ts) noted that upon eol the device should be replaced immediately and therapy is not guaranteed. The s-ICD was explanted as scheduled and a replacement device was successfully implanted. The product is expected to be returned for analysis. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the battery longevity recorded 14% to elective replacement indicator (eri) in (B)(6) 2021 and 2% to eri in (B)(6) 2021. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and the clinic is planning to schedule the device replacement. No adverse patient effects. Additional information provided indicates the s-ICD had reached end of life (eol) status and it was asked by the clinic if therapy would still be available if needed. The device was scheduled for replacement on (B)(6) 2021. Boston scientific technical services (ts) noted that upon eol the device should be replaced immediately and therapy is not guaranteed. The s-ICD was explanted as scheduled and a replacement device was successfully implanted. The product is expected to be returned for analysis. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the battery longevity recorded 14% to elective replacement indicator (eri) in (B)(6) 2021 and 2% to eri in (B)(6) 2021. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and the clinic is planning to schedule the device replacement. No adverse patient effects.